Manufacturer narrative:
B5 - the reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation, significant reduction in irido-corneal angles, significant shallowing of anterior chamber and refractive surprise. Due to lens rotation, significant reduction in irido-corneal angles, significant shallowing of anterior chamber and refractive surprise, the lens was repositioned. This did not resolve the issue. The lens rotated again. Due to the lens rotating for a second time, the lens was exchanged for a longer length lens. The problem was resolved. H3 - device evaluation: the lens was returned dry in a small plastic bag with residue/debris on the lens. Visual inspection found no visible damage to the lens but noted foreign material on lens surface, specifically fibers. Dimensional and functional inspection found the lens to be within specifications. Claim #(B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. Due to lens rotation, the lens was repositioned. This did not resolve the issue. The lens rotated again. The lens remains implanted. Cause of the event was reported as unknown.

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).

Manufacturer narrative:
B5 - the reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced lens rotation. Due to lens rotation, the lens was repositioned. This did not resolve the issue. The lens rotated again. Due to the lens rotating for a second time, the lens was exchanged for a longer length lens. The problem was resolved. Cause of the event was reported as unknown. H6 - health effect - clinical code (e): 4581: rotation. Claim # (B)(4).